Event description:
Procedure type: lap chole. According to the reporter: the facility is using horizon reusable clip appliers. The profile of the horizon clip applier is a sprayed prong that catches repeatedly on various portions of the trocar seal (blue eyeball, blue duckbill, inner lip underneath blue duckbill). This results in frequent dislodging of clip from instrument jaws, increased time spent righting trocar seal to achieve proper angle of entry to avoid dislodging clip, and in worst cases tearing of the blue eyeball seal and entry of blue foreign material into the pt. Seal is eventually torn excessively, gas leakage then becomes an issue. Initial passages through the port (prior to deconstruction of the seal) are noticeably "sticky" as specific instruments advance through the port and advance into the pt's abdomen with less control. No pt injury reported.

Manufacturer narrative:
(B)(4).